Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during ureteroscopy procedure performed on (B)(6) 2013. According to the complainant,after the access sheath was removed, the physician noticed that the ureter was torn. The procedure was completed with another of the same device. The patient's ureter was successfully repaired by the physician. The patient's condition at the conclusion of the procedure was reported to be fine.